Event description:
I purchased clear care plus on (B)(6) 2026. I used the case provided with the solution. My contacts were soaking in it for 6 plus hours which was the recommended time to neutralize. The morning of the 18 I put the contact in my eye and felt intense burning. I couldn't open my eye, tried to flush as much as I could. I spoke to a pharmacist who told me to keep flushing. It's over 12 hours later and I am still having issues. I have missed work and will again tomorrow. This should not be for purchase. Refer to additional documents in i2k.